Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. The skin reaction was described as red, bumpy, ooze, and yellow pus at the patient's abdomen. Patient treats the affected area with prescription hydrocortisone cream 2.5%, prescribed by the patient's physician for the treatment of skin reaction that occurred on (B)(6) 2015. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR submitted on (B)(6) 2016, additional information was provided. Patient treats the affected area with prescription hydrocortisone cream 2.5%, prescribed by patient's mother's physician for a non-dexcom related issue. Date of prescription is unknown. No additional event or patient information is available.